Event description:
A customer reported a malfunction on their pump, displaying the code malf 12. The malfunction led to the customer's blood glucose level rising to 520 mg/dl, which is above the typical range. To address this, the customer administered a corrective injection via manual daily injections (mdi) and resolved the malfunction by resetting the pump with guidance from technical support, who provided instructions for a pump reset. The issue did not recur after the reset, allowing the customer to continue using the pump. The customer also showed interest in renewing their coverage and was instructed to provide insurance card information.